Event description:
User reports a small leak dripping from the back of the analyzer. No operator was harmed and no patient samples were involved. The field service representative could not determine the cause and noted he performed the mechanism check multiple times with no leaks found on system. Performance tests were performed which were within specification.